Manufacturer narrative:
The following devices were also listed in this report: alumina c-taper head 36mm/+5; cat#:17-3605e; lot#:00q843 6.5 cancellous bone screw 20mm; cat#:2030-6520-1; lot#:unknown 6.5 cancellous bone screw 16mm; cat#:2030-6516-1; lot#: unknown acetabular dome hole plug; cat#:2060-0000-1; lot#: unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patients left hip was revised due to an infection.

Manufacturer narrative:
Additional information has been provided. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot or sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patients left hip was revised due to an infection.